Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A certified ophthalmic technician (cot) reported that following an intraocular lens (iol) implant procedure, the patient's near vision was not as expected. The patient has complained that she is unable to read well enough to work. Additional information has been requested. There are two medical device reports associated with this event. The manufacturer report number is 2028159-2018-01367.